Event description:
Healthcare professional reported via regulatory agency "bia-alcl, diagnosed by aspiration cytology and capsule biopsy. Cd30+ and alk- confirmed". Clinical symptoms noted as late seroma, solid tumor. This record is for the right side. Histopathological markers of cd30+ and alk- have been provided. Device has been explanted.

Manufacturer narrative:
Continued a2 patient date of birth: only year provided as 1983. Clarification d.6a: partial date of implant 2013. Continued e1 (phone): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma-late and breast mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late, breast mass further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.